Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, after deploying the suture and removing the prostyle device, it was noted that the foot did not close properly. The sheath was upsized to greater than 10f and the aaa procedure was completed. Hemostasis was achieved via cutdown. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.